Manufacturer narrative:
Additional information was received on october 11, 2017. The product wsa returned for investigation and the results are available. Trend analysis: during the trend analysis a trend was identified and an issue evaluation was initiated. The results of the systematic assessment did not reveal any systematic problems. Breakage of an instrument is a known possible risk. Evidence: no further actions recommended. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. *note: a concession was found. The distance between the thread gauge and the screw was found to be below the specified tolerance range. However, this concession has no influence on the described event. Event description event summary: it was reported that the threads of the allofit impactor are damaged. Review of received data no medical data such as surgical notes or any other case-relevant documents received devices analysis - visual examination: the allofit impactor was returned for an investigation. It showed many signs of usage. The threading at the tip of the instrument seemed intact. However, the welding at the tip o fthe instrument was broken. Moreover it can be seen, that the upper area of the handle was deformed. This indicates that extraordinary high forces have been applied on the instrument. - the impactor was screwed on a allofit test cup by zimmer biomet's development team. This could be done without any difficulties. Root cause analysis root cause determination using rmw - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance -> not possible, a systematic issue with design would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient -> not possible, as according to the material compatibility specification the material has been tested. Moreover, a systematic issue with material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process - fracture of instrument due to general corrosion (crevice, pitting, galvanic) -> not possible, as no signs of corrosion can beseen. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Moreover, the deformations visible on the instrument¿s handle indicate that the instrument was used with unusual high forces, which could have led to the breakage of the instrument. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Moreover, the deformations visible on the instrument¿s handle indicate that the instrument was used with unusual high forces, which could have led to the breakage of the instrument. - instrument breaks or deforms due to off-label / abnormal-use => possible, as the deformations visible on the instrument¿s handle indicate that the instrument was used with abnormal high forces. Conclusion summary the allofit impactor was returned for an investigation. The threads do not show any damage and were found to be functional. However, the welding at the tip of the instrument was found to be broken. Most possible the deformed handle, other dents and scratches indicate the impactor has been treated with excessive forces, which could have led to the fracture of the welding. However, an exact root cause could not be determined. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. The results of the risk score assessment rated the issue as low risk, severity: minor due to the delay in surgery; occurrence:occasional as only 2 complaints related to breakage at the welding point of the tip of the instrument have been reported. The results of the systematic assessment did not reveal any systematic problems. Breakage of an instrument is a known possible risk. Therefore, no further actions recommended. Zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4). .

Manufacturer narrative:
The device history records were reviewed and found to be conforming.it is mentioned by complainant that the device will be returned for investigation.a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted.zimmer¿s reference number of this file is (B)(4).

Event description:
It is reported, that the threads of an allofit®, impactor, curved are defective. The surgey was completed with an other device with a delay of 5 minutes.